Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the lot 25091338 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect the lot history. (B)(4).

Event description:
The hospital reported that the c-ring on the vasoview hemopro 2 was bent. A replacement device was used to complete the procedure. The hospital did not report any pt effects.